Event description:
As physician was using instrument to tighten proximal anastomosis, the instrument broke off at the 90 degree junction of the hook. The tip fragment was approx 1mm in length. According to the account the small piece was not found by the or staff and no x-rays were taken. Hospital will retain product sample for possible legal issues.